Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 275 mg/dl. The customer had been experiencing high blood glucose levels for the past week, and felt that it was due to faulty sensors. The customer stated that they were very hot from being on her porch, when they were dropped off. The customer stated that the sensor readings were off by more than 100 points. Advised the customer that the heat should not have affected the sensor performance. Advised the customer that replacement sensors would be sent as a courtesy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-82912.